Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was to get MRI information. The caller stated that when the pacemaker was placed, the stimulator was interfering with the cardiac device. As a result the patient stopped using the stimulation system and the patient reported that the scs device has been off for six years. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.